Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported dizziness, ongoing sensitivity as well as a decreased hearing performance. The user reports sensitivity, not described as painful, when touching or laying on the implant leading to dizziness, tinnitus and vertigo since implantation. He reports an increase in frequency and severity of these symptoms over the past year varying from mild and lasting a few minutes to severe and lasting the entire day. A swelling over the implant site was noticed, however the magnet strength of the external device was deemed appropriate.

Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). According to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. In addition the recipient reports frequent dizziness and headache. These symptoms are known post-operative side effects of ci implantation. Currently no plans for re-implantation have been made.

Event description:
User reports dizziness and sensitivity as well as decreased hearing performance. The sensitivity, which is not described as painful, occurs when touching or laying on the implant and leads to dizziness. User reports an increase in the frequency and severity of the symptoms in the past year. Further intervention has not been scheduled at this time.

Manufacturer narrative:
Med-el elektromedizinische geraete (B)(4) and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. In addition the recipient reports frequent dizziness and sensitivity around the implant area. These symptoms are known post-operative side effects of ci implantation. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
There has been a drop in the user's hearing performance from 64% to 38% since 2017. In addition, the user reports dizziness and sensitivity at the implant site. The sensitivity, which is not described as painful, occurs when touching or laying on the implant and leads to dizziness. The user has been reimplanted. Array was severed and lost during explantation procedure.